Manufacturer narrative:
(B)(4). The device was not expected to be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed due to out of range right ventricular (rv) lead pacing impedance measurements. The device was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.